Event description:
Patient had cochlear implantation ~3 years (B)(6) ago with improved hearing. Patient with complaints of persistent pain over the implant site. A workup was completed with unremarkable findings. There was no evidence of infection, osteomylitis or anything that could be causing the pain other than neuralgia. Medication treatment was unsuccessful with pain relief and the patient requested removal of implanted device.